Event description:
On (B)(6) 2011, the patient underwent treatment of a 5.7 cm abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses (rmt311413/7904465 and pxl161407/7644644). On (B)(6) 2014, follow-up imaging identified a type ii endoleak originating from multiple lumbar arteries and aneurysm enlargement of 2.1 cm. On (B)(6) 2014, an open procedure was performed to treat the endoleak. The devices were explanted with no issue, and the aneurysm was repaired surgically. Final imaging showed no evidence of endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The patient¿s medications include: amlodipine, aspirin, colchicine, atorvastatin, and glipizide. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in the event - pxl161407/7644644.